Event description:
The user received a questionable magnesium result for one patient sample. The initial result was 1.775 mmol/l and was reported outside the laboratory. The doctor did not trust the result and asked for the sample to be retested. The repeat results on two other p module analyzers were 0.719 mmol/l and 0.712 mmol/l. The sample was then repeated on the original p module analyzer and the result was 0.722 mmol/l. No information was provided to determine if the patient was adversely affected. The magnesium reagent lot number was 645561. The expiration date was not provided.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This event occurred in the (B)(6).

Manufacturer narrative:
A specific root cause could not be identified. A general issue with reagent or analyzer insufficiency could be excluded as calibration and precision data was within specifications. No adverse event was reported.